Manufacturer narrative:
The lal was cut into two pieces during the explant procedure. Only a simple visual inspection can be performed; no additional test was able to be performed on the lal fragments. Section h6 codes were updated. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This MDR is submitted to provide a correction to section b5 of the initial MDR.

Event description:
Reference report #(B)(4) for the report on the right eye (od).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ (lal+, sn (B)(6), +21.0d) was explanted from the left eye due to visual disturbances and the patient's complaint of pressure and pain. An intra-ocular lens (+21.5d) from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on 02/13/2024. Reference report #3012712027-2024-00037 for the report on the right eye (od).